Event description:
This lead was implanted on (B)(6) 1996 and was capped on (B)(6) 2011 during device change out. R=13.3mv, 733 ohms, 0.5v@ 0.5ms. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).